Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, hydromorphone, and unknown drug via an implanted pump. It was reported at some point during the use of his first pump and first catheter, the tip of the first catheter broke off and lodged within the patient¿s spinal canal. On or about (B)(6) 2013, due to this defect with the first catheter and the expired lifecycle of the first pump, the patient had their first pump and first catheter (including the fractured catheter tip) removed and replaced with a second synchromed ii device.